Event description:
It was reported that perforator failed to disengage during craniotomy. There is no report of injury. Hosp will not release device for eval. Codman has requested event and pt related info which; to date; has not been provided.